Event description:
Reporter indicated a vns patient was having increased seizures and seizure medication was adjusted. Surgery to replace the vns generator is possible, but has not occurred to date. A vns battery life estimate performed by the manufacturer resulted in approximately 1.04 years remaining on the generator battery. Attempts for further information are in progress.

Event description:
Reporter indicated the patient has rasmussen's encephalitis and her seizures will continue to worsen. The seizure increase is due to this disease state and not the vns. The vns is working properly per the reporter and does abort some of her seizures, so it is helpful for her. Ultimately, the patient will need brain surgery for her progressive condition.